Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The physician stated, "it's a very small hematoma no problem." The diamondback 360® coronary orbital atherectomy system instructions for use manual states hematoma is a possible adverse event which can occur with use of the system. Csi ID: (B)(4).

Event description:
Three treatments were performed with a diamondback coronary orbital atherectomy device (oad) on low speed and from distal-to-proximal. Intravascular ultrasound identified a hematoma near the lesion. The hematoma was not seen on angiography. The procedure was completed with angioplasty and stent deployment. The patient's condition was good.